Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible t-wave oversensing (twos) on the right ventricular (rv) lead and inability to confirm capture on the his bundle lead. The leads remain in use. No patient complications have been reported as a result of this event.